Event description:
Caller reported a cracked and shattered touchscreen that rendered the touchscreen illegible, preventing interaction with the pump. There was no reported impact to the customer's blood glucose level. The technical support team arranged for a replacement pump and confirmed the shipping address. The customer planned to use multiple daily injections as a backup therapy, and technical support guided the customer on preparing the pump for return.